Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage. Test strip UDI#: (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 177, 150 and 164 mg/dl. The customer's expected fasting blood glucose test result range is 89 - 139 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is 11/09/2016. The meter memory was reviewed for previous test result history (date/time not set): the 177mg/dl (B)(6) 2016 05:30 pm fasting:yes, the 150 mg/dl (B)(6) 2016 06:00 pm fasting:yes, the 164 mg/dl (B)(6) 2016 06:15 pm fasting:yes, the 173 mg/dl (B)(6) 2016 05:30 pm fasting:yes, the 187 mg/dl (B)(6) 2016 09:00 am fasting:yes. Memory concerns:187 mg/dl.